Event description:
The patient's generator was replaced. No other relevant information has been received to date.

Event description:
The patient experienced an increase in seizures after having nasal surgery. It was noted that before the surgery the patient would experience one grand mal seizure a year, and after the surgery the patient had four seizures. The patient's family is concerned that the generator was damaged by electrocautery during the surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.